Event description:
Allegedly, distal threads broke.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional hospital information has been requested. This report will be updated when more information is acquired or the investigation is complete.